Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury,no product malfunction occurred. Additional patient/event information has been requested but was not received at the time of this report. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting a patient who developed a perineal stage iii pressure ulcer and/or incontinence related dermatitis during device use. No further patient/event details were available.